Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose value difference. The customer¿s blood glucose value was 133 mg/dl and the sensor glucose was 93 mg/dl that triggered the suspend. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.